Event description:
Nurse from emergency called to ask how to change the pt's basal rate from 0.8 units per hour to 2.0 units as per physician's instructions. Pt usually does this but pt is currently confused. The nurse was assisted in changing the basal rate and checking to see that it was set correctly. The nurse reported that the pt had a low blood glucose (bg) this morning. When emergency medical system reached pt their bg was up to 65. Because pt was still confused pt was brought to the emergency room. At 6:35am pt's bg was 203.